Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, mid left anterior descending artery. Predilatation was performed prior to stenting with the 3.0 x 18 mm xience prime stent. After deployment of the stent at 16 atmospheres a distal stent edge dissection was observed that was treated with the placement of another stent. There was no reported clinically significant delay in the procedure. No additional information was provided.